Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels observed. It was noted that the blue pixels dissipated when the user let off the foot pedal but they came. No biopsy was performed. There were no patient complications reported in relation to this event.